Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital with peritonitis. The patient was treated with unspecified antibiotics. The cause of this peritonitis event is unknown. Pd solutions were discontinued and the patient was placed on hemodialysis. The pd catheter was discontinued due to the infection. The event of peritonitis was reported to be resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.